Event description:
A report was received that the patient had inadequate stimulation. X-ray was taken and lead migration was confirmed. During the procedure, the physician was unable to place an additional lead to the spot where the patient needed the coverage and the procedure was aborted.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced due to inadequate pain relief. The patient was doing well postoperatively. Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 20623477, model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had inadequate stimulation. X-ray was taken and lead migration was confirmed. During the procedure, the physician was unable to place an additional lead to the spot where the patient needed the coverage and the procedure was aborted.